Manufacturer narrative:
Date of event: unknown, not provided. If implanted, give date: not applicable as this is not an implantable device. If explanted, give date: not applicable as this is not an implantable device. Phone number: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was viscoelastic leakage between the vial and the needle. Reportedly, the cannula was disconnected from the syringe during surgical procedure. No patient injury was reported. The same issue was reported for 4 devices with lot number uc31663. Therefore 4 mdrs will be submitted. This report represents the fourth of the 4 reports.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 02/09/2018. Device returned to manufacturer? Yes. Device evaluation: the device was returned at the manufacturing site for evaluation. The complaint sample consisted of the activated cylinder (containing approximately 0.0-0.050 ml of expellable solution), the cylinder holder, the plunger rod, which was attached at the backside of the blue plunger. The cannula was not returned. The visual inspection confirmed the customer''s reported complaint for report of leakage. A new cannula was used for testing the syringe. The healon gv solution was easily expelled from the syringe and the cannula did not demount from the holder. The demounting of the cannulas during expelling of the solutions was therefore not confirmed. Retained product evaluation: visual inspection on the retained products was performed. 35 samples were investigated. No visible defects were found on the package, cannula or in the solutions. The solution were clear and colorless. All components were included in the products and were without defects. No visible defects on the product boxes. The printing on the carton and labels is correct. Product deficiency was not found on the retain samples. Functional test from retain products lot# uc31663 was performed. The viscoelastic solution was expelled in a controlled and smooth manner. No leakage was seen in the syringes. The product functioned as designed. Product deficiency was not found on retain samples. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.